Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device in question was not returned to the manufacturer for investigation, therefore; an analysis could not be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure at approximately 30 minutes the tip of the fiber broke. A second fiber was used to complete the procedure without patient complications.